Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's registered nurse (rn) reported that peritoneal fluid was found in the area where the cassette is placed in the cycler. The patient was receiving treatment and the machine was stopped. Per pdrn the patient changed the stay safe connection and was treated with a prophylactic antibiotic treatment (cipro po). Additional follow-up with the pd patient's clinic rn confirmed there was no issue with overfill and no injury occurred. The patient¿s fluid culture results were negative and no adverse event occurred. Per pdrn the sample was discarded and was no longer available for evaluation.